Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user disconnected from the ilet to change a sensor, experienced elevated blood glucose while off therapy, and then required guided assistance to replace the 23-inch 6 mm teflon infusion set and cartridge, complete a rewind, insert a new cartridge, connect new tubing after a connector would not turn, fill tubing, place a new infusion set, and fill the cannula, after which insulin therapy was resumed. Symptoms included feeling unwell associated with hyperglycemia during the disconnection period, followed by a fingerstick blood glucose of 138 mg/dl and successful sensor restart. Outcomes included restoration of insulin delivery and return of glucose to target range. Investigation included product troubleshooting, user education on infusion set and cartridge change, device setup guidance, sensor restart, and verification of therapy resumption. Investigation of this case revealed user-related interruption of insulin delivery during sensor replacement and a connector handling difficulty that was resolved by replacing the connector, with no device malfunction observed once therapy was reinitiated. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational factors during sensor transition and infusion set handling.